Manufacturer narrative:
Information contained on this report was previously submitted through asr on 17/jul/14. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is problems that were being caused by the seroma confirmed at explant and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side seroma discovered during explant surgery. Patient representative reported capsular contracture baker grade IV. Device was explanted.